Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep indicated that they met with the patient, and the patient¿s battery, recharger, and programmer are all in working order. They stated that the patient just needed some reprogramming, as they had only been programmed once post-implant. The rep noted that after reprogramming, the patient was getting better pain coverage. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported that starting on the date of implant, he had pain and didn¿t know if the pain was ¿incisional pain¿ or his back pain. The patient reported that he had programming due to this about a month after implant. The patient reported that he had pain ¿sometimes¿ following this but stated that ¿about a month ago¿ he started feeling like the stimulator ¿is not working.¿ the patient reported that there was ¿more tension in the air¿ that may be contributing to his back hurting more. The patient also reported that he had been more active which may be contributing to this. The patient reported that the leads were placed at ¿t3, t4, t5¿ so it was expected he needed to have some more programs added due to this and the patient wanted to meet with a manufacturer¿s representative (rep). No further complications were reported.